Manufacturer narrative:
The reported error code verified and determined to be the result of a faulty resonator. The resonator was replaced and preventive maintenance performed. The system was tested and verified to specification.

Event description:
It was reported that during a procedure error 111 occurred several times indicating a system malfunction. After approximately "200,000 joules irradiation" the physician reverted to an alternative procedure (turp). No injury to patient was reported. Additional information was not reported.

Manufacturer narrative:
Service in field performed on (B)(6) 2015. Resonator s/n (B)(4) was returned to ams and analysis performed on (B)(6) 2015. Product evaluation summary: the reported ¿error 111¿ diode voltage low issue could be reproduced. The fourth and fifth bars on the diode stack were noted burnt. Diode module and desiccant were replaced. The resonator was re-peaked and a new test report was completed.